Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused the reported event. External, visual inspection: there were no signs of any physical damage. The heater tray/scale was not obstructed. The complaint symptom ¿dc drain complication encountered¿ was not reproduced during testing. The reported complaint symptom of-noisy was not reproduced during testing. The sound emitted by the cycler during the treatment test was normal. The complaint symptom ¿m42 patient vacuum too high warning¿ was not reproduced during testing. The complaint symptom ¿m31 air detected in cassette warning¿ was not reproduced during testing. The complaint symptom ¿ ¿iipv (dv > 180% to 200% of fv)¿ was not reproduced during testing. A simulated treatment was performed in which the amount of fluid delivered to a pseudopatient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. During the initial treatment, the resulting treatment data sheet was out-of-specifications. Troubleshooting identified the cause for the failure as a vacuum pressure leak in the pump motor diaphragms. Resealing the diaphragms fixed the treatment data sheet out-of-spec problem. After resealing the diaphragms, a subsequent treatment was completed in which the data sheet drain volumes were within specifications. The valve actuation test passed. The system air leak test passed. The patient sensor checks passed. The load cell value and verification was within tolerance. The internal visual inspection of the cycler unit found no discrepancies. Device history record review: production floor problem report-t/c reject to rework step 11.6.2 vacuum leak rework found improperly seated patient sensor # 1 gasket ¿ re-adjust and completed section sent back to t and c. Post a.s.t: burn-in passed 06/20/2012. Production floor problem report. Pre- a.s.t air detected in cassette. Will re-burn cycler 06/19/2015.

Manufacturer narrative:
A follow up report will be sent up upon completion of the plant's investigation.

Event description:
During a call to tech services a peritoneal dialysis (pd) patient reported grinding noises from his cycler. A review of treatment data showed: (B)(6). After speaking with the patient's peritoneal dialysis registered nurse (pdrn), the patient did not experience any adverse effects.